Event description:
It was reported to nova biomedical that a consumer rec'd multiple high results throughout the day which she did not believe to be accurate. Due to the high readings, the consumer went to the emergency room to have her blood glucose tested. The result from the emergency room was not disclosed by the consumer. The consumer was tested and released without any treatment. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any add'l significant findings be a result of that investigation, a follow-up report will be filed.